Event description:
Falsely depressed troponin I results were obtained on seven (7) patient samples. The results were reported to the physician who questioned the results. The samples were re-run on an alternate analyzer and higher results were obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I results was user error. The falsely depressed results were due to a change in the setting of digits of precision made by the customer for the troponin I method. The results were flagged on the instrument but due to an error in the setting, the false below assay range result was transmitted to the lis. The dimension vista(r) operators guide clearly states: "it is recommended that digits of precision not be changed from the default settings in the software." . The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics filed the original MDR (B)(6) 2011. New information: follow-up: an urgent field safety notice was issued in december 2011 (updated january 2012). Both communications were sent to all dimension vista system owners to inform them that invalid above and below manufacturer assay range flags were generated when any change was made to the method configuration for multiple methods and then not saved before proceeding to make changes to the next method. This is not a recommended procedure per the dimension vista operators guide. Dimension vista(r) system owners were informed that above and below manufacturer assay range flags are temporary and will be automatically resolved after restart of the dimension vista application software. They were instructed to avoid further occurences by editing and saving one method at a time. The notice confirmed that the issue was isolated to dimension vista software version 3.4 and that customers that had not made any changes to the default method configurations are not affected. Other versions of dimension vista software are also not affected.